Event description:
During device replacement due to normal eri and high lv thresholds, fluoroscopy revealed externalized conductors on the rv lead. No electrical anomalies were present. The physician elected to cap and replace the lead..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.